Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose levels (600+ mg/dl). The customer did not report any associated alarms or alerts. Tandem technical support attempted to troubleshoot with the customer, but the customer had turned off the pump. The customer was to call back and troubleshoot, however they never called back. Several attempts have been made to reach out to the customer, however there has been no response.